Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt was going for generator replacement due to end of service. The generator was unable to be interrogated prior to surgery as it was dead. Once the new generator was attached to the implanted lead, it was discovered that the pt had high impedance on system diagnostics. Therefore the lead was replaced as well. It was noted that the lead was thrown away during surgery so it cannot be returned to manufacturer for analysis. Attempts for further info have been unsuccessful to date.